Event description:
Initially, an electronic report was rec'd of a dialyzer reaction that occurred to a pt undergoing a hemodialysis treatment. The rn mgr of this unit who reported this event was contacted for add'l info. It was learned, that for this dialysis treatment, the pt was placed on the machine, therapy had begun and shortly thereafter proceeded to pass out and become unconscious. The pt's blood was returned and ems was called and the pt was transported to the hosp. The pt was placed on a cardiac monitor and pulse oximetry. Test results did not show any significant changes, however abnormal lab values are reported below. A final diagnosis of syncope, r lower extremity ulcers and hyperkalemia resulted from the ER visit. Also for this dialysis therapy, the pt had presented to the unit with 4.5 liters of fluid that staff attempted to remove. This epiosode could have been caused by the excess fluid removal as well as the initial blood flow rate of 400. Noted on the treatment sheet was they needed a corrected dry weight. The pt arrived pre tx with a weight of 68.5 kg. This pt was admitted and continued dialysis with use of this dialyzer. No sample available for evaluation. The pt was given 1 dose of kayexate and was ordered ancef q 12 IV and admitted. It was documented the pt is non complaint with use of prescribed beta blockers. This pt was dialyzing with this dialyzer for 2 mths prior to this episode.

Manufacturer narrative:
An assessment documented by md on 10/05 states the following: ischemic cardiomyopathy, coronary artery bypass surgery, status post cardiopulomonary arrest. It appears this pt is having ventricular tachycardia, scar related, which could be causing syncope. I do not feel this pt should be driving. In 2005, a cardiac catheterization was peformed. Also, at that same time, a successful angioseal was performed.